Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the skin irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is july 31, 2016.

Event description:
A 56-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. Novocure was informed on (B)(6) 2025, that the patient continued experiencing skin reactions for which he was prescribed oral steroids by his healthcare provider. Optune gio was temporarily discontinued several attempts were made to contact the prescribing physician with no reply.